Event description:
It was reported that the subjected device had an error massage. The issue was identified when inspected at the time of set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube dent and stains under the cover glass. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the outer tube dent was cause traced to component failure and for stains under the cover glass was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.